Manufacturer narrative:
This is default text configured for block h10.

Event description:
Two of them about halfway through the counter. They stopped working, spring quits was working in the canister [product delivery mechanism issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a female patient (age, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 22-jun-2026, amneal pharmaceuticals received information from the patient via voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date, the patient was being treated with albuterol sulfate inhalation (ndc, lot number, expiration date, frequency, dose and therapy dates not reported) for unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient reported that she received two inhalers; however, both of them stopped working about halfway through the counter. She mentioned that it seemed like the spring inside the canister had quit working. The reporter expressed that she did not know what to do about it. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.